Event description:
It was reported that this right ventricular (rv) lead was explanted due to low intrinsic amplitude and a new lead was implanted. No additional adverse patient effects were reported.